Event description:
It was reported that there was a loss of therapeutic effect when the stimulation was turned on. The pt was getting "good" stimulation coverage for both sides of the low back as of last year, but currently stimulation was only in one leg. Impedance readings were >4000 ohms on some of the bipolar pairs at the current time and last july during a programming session. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.